Event description:
A pump declared a cartridge alarm during insulin pumping, but there was no reported adverse impact to the customer¿s blood glucose level. Customer received assistance in loading a new cartridge following the correct technique. The caller successfully loaded a cartridge and resumed insulin therapy.